Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to rotate the connect adaptor to remove the cartridge while performing a routine infusion set and cartridge change with a steel 6 mm infusion set, despite more than 80 units of insulin remaining. Symptoms included no adverse clinical effects and blood glucose remained in range. Outcomes included resumption of insulin therapy after connecting new tubing to the existing cartridge and completing fill steps with a new infusion set. Investigation included remote troubleshooting and education on reusing the existing cartridge and connector to restore delivery, along with documentation of lot numbers for the adaptors and cartridges. Investigation of this case revealed that the issue was a mechanical difficulty with the connector interface preventing cartridge removal, while the infusion system functioned after reconnecting new tubing and completing priming steps. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty with connector operation.